Event description:
The customer reported that the system was down. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported at this time; a service call is anticipated.